Event description:
It was reported that pump button was not working. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy and a replacement pump was sent.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.